Manufacturer narrative:
The device was not returned for investigation. The quality investigation is complete. Product not available.

Event description:
It was reported that during a total knee prostheses procedure, the blade broke at the cutting end. It was also reported that metal debris remained in the patient. It was further reported that there were no delays and no adverse consequences as a result of this event and the procedure was completed successfully.